Manufacturer narrative:
Unknown/ no information available from the user facility. The suspect device lot number is unknown; therefore, the device expiration and device manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Event description:
Note: date of event is unknown. In 2009, a boston scientific corporation employee became aware of a clinical study article, "expanding metal stent placement for benign colorectal obstruction: outcomes for 23 cases" published in surgical endoscopy 2008;22: 454 - 462. The following information was derived from this article: a wallstent enteral endoprosthesis was used for a colonic stent placement procedure on a female patient according to the article, a female developed a reobstruction, stent occlusion and tissue hyperplasia, seven days after initial stent placement. There is no further information from the article regarding the status of the patient.